Event description:
It was reported that the right ventricular (rv) lead trend showed an increase in thresholds and impedance. High thresholds, unstable thresholds and high impedance were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.